Event description:
It was reported that the right atrial (ra) lead noted a lead warning for noise and numerous counts of low impedance. An interrogation showed several short atrial high rate episodes with mode switch. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.